Manufacturer narrative:
H.6. Investigation: through evaluation of the returned sample units, our quality engineer team observed excess material/plastic attached to the tip of the barrels. A device history record review was performed for provided lot number 8232966 and the review did not reveal any detected quality issues during the production process that may have contributed to this incident. It has been determined that this incident most likely resulted from a molding process error that went undetected due to inadequate inspection and detection methodologies within the molding machine. In response to this issue, the current inspection and detection activities are under review to determine adequacy. A corrective and preventive action plan has been initiated to further investigate this issue and prevent its recurrence.

Event description:
It was reported with the use of the bd posiflush¿ ns filled syringe there were 2 issues with piece of plastic attached to insertion tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 10ml reg pr saline 10ml fill had a jagged piece of plastic attached to the insertion tip. This occurred on 4 separate occasions but the date/time and or patient information is unknown.